Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2013007. Fifty-two events were reported for this quarter. For the thirty-four breakage events; fifteen devices were received for evaluation. Thirteen were confirmed broken due to use error contributing to the event. One event was confirmed broken; however, only a fragment was received for evaluation making further investigation not possible. One device evaluation is in progress. Nineteen devices were not received; fifteen devices were not received; no further evaluation was possible. Three devices were not received; however, a photograph of the device confirmed the reported event of breakage; no further evaluation was possible. One device was available for evaluation, but has not yet been received there were no remedial actions taken. These devices are labelled for single-use. For the eighteen sterility events; five devices were received. One device confirmed to have a hair in the pack and one device confirmed to have a polybag in the seal of the pack due to human factors issues. Three devices were confirmed to have holes in the packs due to damage occurring during distribution or storage. Eleven devices were not received; however, a photograph of the device confirmed the reported event of holes in the packs due to damage occurring during distribution or storage. Two devices were not received; no further evaluation was possible. There were no remedial actions taken. These devices are labelled for single-use.

Event description:
This report summarizes thirty-four malfunction events in which the device broke during use. There was patient involvement in thirty-one events. There was no patient impact. Nine events occurred during a total knee replacement. Five events occurred during a total hip procedure. Three events occurred during an open shoulder subacromial decompression procedure. One event occurred during a acl (anterior cruciate ligament) graft procedure. One event occurred during a alfort osteotomy oral procedure. One event occurred during a leg amputation procedure. One event occurred during a ligamentoplasty procedure. One event occurred during a mandible split osteotomy procedure. One event occurred during a total joint procedure. Eight events occurred during a surgical procedure. There was no patient involvement in three events. There was no patient impact. This report summarizes eighteen in which there was a potential sterility breach on the packaging of the device. There was no patient involvement; no patient impact. Fourteen events were for holes in the packs. Two events were for wet packs. One event was for a hair in pack. One event was for a polybag in the seal of the pack.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2013007. Additional information: it was initially reported that 3 devices were not received; however, a photograph of the device confirmed the reported event of breakage; no further evaluation was possible. 1 device was subsequently received and confirmed broken due to use error contributing to the event. There were no remedial actions taken. These devices are labelled for single-use.

Event description:
This report summarizes 34 malfunction events in which the device broke during use. There was patient involvement in 31 events. There was no patient impact. 9 events occurred during a total knee replacement 5 events occurred during a total hip procedure 3 events occurred during an open shoulder subacromial decompression procedure 1 event occurred during a acl (anterior cruciate ligament) graft procedure 1 event occurred during a lafort osteotomy oral procedure 1 event occurred during a leg amputation procedure 1 event occurred during a ligamentoplasty procedure 1 event occurred during a mandible split osteotomy procedure 1 event occurred during a total joint procedure 8 events occurred during a surgical procedure there was no patient involvement in 3 events. There was no patient impact. This report summarizes 18 in which there was a potential sterility breach on the packaging of the device. There was no patient involvement; no patient impact. 14 events were for holes in the packs 2 events were for wet packs 1 event was for a hair in pack 1 event was for a polybag in the seal of the pack

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2013007. Correction: 3 malfunction events for device breaks were incorrectly reported in report 0001811755-2017-01981 under product code hwe, the 3 events are now included in this report 0001811755-2017-01979 for product code gfa as follows; 2 devices were not available for evaluation. 1 device evaluation confirmed broken due to use error contributing to the event. 1 malfunction event for hair in device packaging was incorrectly reported in report 0001811755-2017-01982 under product code eqj, the 1 event is now included in this report 0001811755-2017-01979 for product code gfa as follows; 1 device received for evaluation; a hair in the open pack was confirmed. No further evaluation was possible as the pack was already opened and its not possible to determine when the hair entered the pack. Additional information: it was initially reported that 2 device evaluations were in progress. The investigations are now complete. 2 events were confirmed to be broken due to use error contributing to the event. There were no remedial actions taken. These devices are labelled for single-use.

Event description:
This report summarizes 34 malfunction events in which the device broke during use. There was patient involvement in 31 events. There was no patient impact. 9 events occurred during a total knee replacement 5 events occurred during a total hip procedure 3 events occurred during an open shoulder subacromial decompression procedure 1 event occurred during a acl (anterior cruciate ligament) graft procedure 1 event occurred during a lafort osteotomy oral procedure 1 event occurred during a leg amputation procedure 1 event occurred during a ligamentoplasty procedure 1 event occurred during a mandible split osteotomy procedure 1 event occurred during a total joint procedure 8 events occurred during a surgical procedure there was no patient involvement in 3 events. There was no patient impact. This report summarizes 18 in which there was a potential sterility breach on the packaging of the device. There was no patient involvement; no patient impact. 14 events were for holes in the packs 2 events were for wet packs 1 event was for a hair in pack 1 event was for a polybag in the seal of the pack